Event description:
It was reported that after a supply change using an inset 23" infusion set (lot 6007303), blood glucose rose and the caregiver discovered the tubing was crimped at the base near the ¿pitchfork,¿ after which the infusion set tubing was replaced while disconnected and insulin delivery was resumed; the highest reported glucose was 253, the ilet alerted for high glucose, and the hyperglycemia persisted for about two hours before improving. Symptoms included fatigue. Outcomes included self-correction of hyperglycemia without outside assistance or medical intervention. Investigation included troubleshooting and user education during the call. Investigation of this case revealed a likely flow interruption due to a crimped infusion set tubing at the connector base, consistent with device delivery issue localized to the infusion set/tubing. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.